Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Subsequently, the customer experienced and elevated blood glucose (bg) value displayed as "high" and a small ketone level. A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.